Event description:
On (B)(6) 2011, the pt was treated for a chronic dissection with the gore tag thoracic endoprosthesis. On (B)(6) 2011, a reintervention took place to extend the graft as the false lumen was expanding distal to the previously implanted tag device due to distal profusion of the false lumen. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pts with chronic dissections.